Event description:
Ball bearings fell out of af02 attachment while turning flap during craniotomy. Bearings fell into pt wound site and were immediately retrieved. Since the flap had not been completed, the bearings were readily accessible and removed without difficulty. There were no injuries or significant delays.